Event description:
Boston scientific received information that this right atrial (ra) lead had higher than normal impedance measurements with one measurement being out of range. No adverse patient effects were reported. Current impedance measurements are within normal limits. The lead remains in service.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.